Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level of 600 mg/dl. Mother noticed daughter had high blood glucose removed the infusion set and noticed that the tube was in half. The customer was treated by removing the insulin pump, changing the reservoir and infusion set. The infusion set will be returned for analysis.